Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary e1: (B)(6). Complaint investigation results: eqms search: a query was run in the eqms on 13-jan-2025 against lot number 5393262 and similar malfunction code(s): no malfunction based on complaint information, no malfunction based on complaint information, the review confirmed that lot 5393262 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 13-jan-2025 against lot number criteria equal 5393262 and similar malfunction codes no malfunction based on complaint information, no malfunction based on complaint information. The count of complaint is 1. The complaint numbers are complaint (B)(4). Device history record (DHR) review: the lot 5393262 was manufactured according to the work instruction (wi) version 71 and packaged in the machine multivac 09 , on 27-jun-2022, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 5393919 was manufactured according to the wi version 23 and manufactured in the line assembly of quick set, on 27/jun/2022, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 5393920 was manufactured according to the wi version 23 and manufactured in the line assembly of quick set, on 27/jun/2022, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5393800 was manufactured according to the wi 4905078 version 37 and manufactured in the machine gluing 04-05-08 on 21/jun/2022, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5393895 was manufactured according to the wi version 37 and manufactured in the machine gluing 04-05-08, on 25/jun/2022, with a total of (B)(4) units. The overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: device history record review indicates nonconformance escalation and corrective actions required per quality procedures. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: work instruction- guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi - guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing. Wi - guidance for functional testing 2 air leak test for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code no malfunction based on complaint information. All test results were within specification as documented in the attached test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the was hospitalized due to hyperglycemia and received treatment with IV insulin drip on (B)(6) 2024.